Event description:
In 2007, the pt's husband reported that the pt's blood glucose had been elevated all day. He stated that she was not experiencing any symptoms of elevated blood glucose. He stated that at 12 pm her blood glucose measured 438 mg/dl and the pt bolused 6 units of insulin. The husband stated that the pt had nothing to eat and at 6pm, her blood glucose measured 514 mg/dl. The pt then changed her infusion site because she was using the "bad side of her stomach that has scar tissue" and bolused 10 units of insulin. Her blood glucose then lowered to 414 mg/dl. The pt's normal blood glucose range is 90-120 mg/dl. Upon follow up three days later, the pt's husband stated that the pt's blood glucose returned to normal after changing her infusion site. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.